Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+3.0/048 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: h6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device problem code: "2993" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -09.50/+3.0/048 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise. On (B)(6) 2023 the lens was exchanged for the same model, length and the problem was resolved. Status of the eye: "no signs". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Additonal information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).